Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years 5 months post implant of this 25mm aortic bioprosthetic valve, it was replaced valve-in-valve with a 26mm transcatheter valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received information that the reason for replacement was due to moderate to severe aortic insufficiency. If information is provided in the future, a supplemental report will be issued.